Event description:
An implanted ijs-e (internal joint stabilizer - elbow) uncoupled at the arm junction in the weeks following surgery. This patient has a history of surgical complications.

Manufacturer narrative:
The instructions for use for the ijs-e system include contraindications advising against use on patients with "insufficient quantity or quality of bone (bone loss greater than 30% of the total articulation or involving an entire column of the distal humerus, coronoid bone loss of 50% or more) and/or soft tissue". The complainant described the patient as having previously undergone "many operations and has compromised anatomy", a statement which is supported by fluoroscopic images showcasing significant bone loss. This patient may not have been suitable for implantation of this device given the ijs-e system's contraindications for patients with significant bone loss.